Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that start new sensor alert occurred. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, on 10-04-2019. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition an early sensor expiration due to potential patient misuse was found on (B)(6) 2019. No injury or medical intervention was reported.